Event description:
During a gastric bypass, the surgeon didn't manage to open the jaws. He finally found the solution to extract the staple from the tissue. Another device was used to complete the procedure. No pt consequence.